Event description:
It was reported that there was an issue with nv201e - vitelene insert e 32mm sym. According to the complaint description, the revision was 6 years post surgery. The second procedure was performed because the polyethylene (pe) inlay was completely worn away. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4). Involved components: 400550679 - nv248t - plasmafit plus 3 cup size 48mm e - lot unknown; 400550680 - nk562 - biolox prosthesis head 12/14 32mm l - lot unknown; 400550681 - nk711t - bicontact sd plasmapore 12/14 size 11mm - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: a3 - gender, b6- x-rays, pre and postop, d4 - lot and expiration date, d9- product return, h4- production date. Investigation: only the worn/damaged vitelene insert was available for investigation. Furthermore this case was discussed with specialists from the product management and development department. Visual investigation: the insert showed strong material abrasions/damages, especially on one side. The complete upper edge of the inlay is worn through. The outer side of the inlay (clamping cone) shows also visible abrasions. All these mentioned abrasions/worn areas originate from mechanical influences. The provided figures from the hospital show metal transfer on the surface of the ceramic ball head. This indicates that the ceramic ball head was in contact/friction with the cup. Probably the ceramic ball head was in contact with the cup at the area where the inlay was completely worn through. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: since this is a mechanical material abrasion on the inlay, we exclude at this point that the drug methotrexat, taken by the patient, has influenced the inlay in any way. Furthermore, after internal review, we cannot establish a connection with the use of the drug methotrexat from the reported vigilance cases for all vitelene inserts for our acetabular cups. This failure pattern rather indicates a non-fixed inlay, so that this was initially subject to micro-movements in the cup and in the long term led to abrasion in the course. It could be possible that excessive stress/load by the patient over a long period of time had an influence on the inlay. This is only speculative and not provable at this point. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results, a CAPA is not necessary.

Event description:
Involved components: 400550679 - nv248t - plasmafit plus 3 cup size 48mm e. 400550680 - nk562 - biolox prosthesis head 12/14 32mm l. 400550681 - nk711t - bicontact sd plasmapore 12/14 size 11mm.